Manufacturer narrative:
(B)(4).

Event description:
The impedance measurements were greater than 4,000 ohms on some of the bipolar pairs and on all of the unipolar pairs. Add'l info has been requested.